Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Supplemental correction report is being submitted following the additional information received and change in annex f code.

Event description:
Supplemental correction report is being submitted following the additional information received for the questions on 16-apr-2025 and an update to the annex f code. 1. What was the patient originally being treated for/pre-existing conditions? -yes, patient had preexisting conditions. 2. What was the initial location for the stent and how far from this location has the stent migrated? -stent migrated to the heart (was removed by cardiothoracic surgeon and patient is doing well.

Manufacturer narrative:
Device evaluation the zvt7-35-120-14-100 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0091) states the following: "selection of inappropriate stent diameter and length based on lesion and vessel characteristics could lead to stent migration". It should also be noted that ¿stent migration or embolization¿ is listed as a potential adverse event in the IFU. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to a known potential adverse event associated with the device. Other possible root causes for stent migration include inaccurate measurement of the stricture, inadequate alignment of the stent to the vessel or insignificant obstruction however it is not possible to determine without imaging review. Also, as previously noted, ¿stent migration or embolization¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the stent was removed by cardiothoracic surgeon and the patient is doing well.

Event description:
A supplemental report is being submitted due to completion of the investigation on 4 jul 2025 and receipt of additional information on 5 may 2025. What were the patients pre-existing conditions? Unsure. What was the original location of the stent? Left commmon iliac vein. Are any images of the procedure available? No images available.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician said they had a stent migrate towards the heart of a patient. The patient at this moment is okay. No procedure has taken place yet. The stent was placed several months ago. The following questions were asked and the answers received on 16apr2025. 1. What was the patient originally being treated for/pre-existing conditions? -yes patient had pre existing conditions. 2. What was the initial location for the stent and how far from this location has the stent migrated? -stent migrated to the heart (was removed by cardiothoracic surgeon and patient is doing well.